Event description:
It was reported that in using the scm 12 the green cable error code of l3-017 has occured multiple times in one day. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.